Event description:
It was reported that the fiber tip fell/broke during procedure. According to the physician the moxy "fell and the tip broke. He did not believe that any part of the fiber detached inside the patient". The procedure was completed using a second fiber. The patient outcome is listed as "ok."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the distal end of the fiber/glass cap is detached and not returned,. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).